Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering and they experienced high blood glucose level of unknown. Customer reported that they experienced high blood glucose every morning when he wake up even he never ate anything before sleeping. Customer declined to troubleshooting for high blood glucose as well. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that insulin pump had insulin flow block alarm and they declined to troubleshoot for insulin flow block alarm. The customer experienced symptoms regarding high blood glucose such as abdominal pain and difficulty in breathing. Customer was not on auto mode at the time of high blood glucose. The customer was treated for the high blood glucose with manual injection from syringe. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Based on customer report customer does allege insulin pump was under delivering. Customer declined to check their settings. Customer was not called back to perform the high pressure test. The insulin pump was not returned for analysis.